Event description:
Post market surveillance study. It was reported that 128 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The index procedure treated a 2.5x22mm, 100% stenosed, moderately calcified, de novo lesion located in the mid to distal portion of the proximal left anterior descending artery (prox lad). Pre-procedure timi grade was 0. A taxus express2 2.5x24mm drug eluting stent was deployed at maximum 10atm with direct stenting. The stent was post-dilated by a 3.0x15mm balloon at maximum 14atm. Total two balloon catheters were used for the post-dilation, but the details were unk. Post-ivus was performed. The physician confirmed that post-procedure stenosis was 12%, timi grade was 3, and target lesion diameter was 2.85mm (minimum diameter 2.5mm). The stent placement was well positioned and well apposed. The procedure was completed with no pt complications or injuries. The pt was discharged from the hospital 2 days later. Follow-up evaluation was performed one month later. There was no pt symptom. At 128 days post index procedure, 62.5% proximal edge stent restenosis was confirmed. Target vessel diameter was 3.00mm (minimum diameter 1.13mm, length 7.6mm) with timi grade 3. The pt symptom was stable angina pectoris. An unk size taxus stent was implanted in the restenosis lesion on the same day. Post-procedure stenosis was 4%. Target vessel diameter was 3.02mm (minimum diameter 2.89mm) with timi grade 3. The pt was in remission status the next day. Follow-up evaluation was performed one month later with no pt symptoms. According to the physician, this event might be related to the taxus stent and the procedure, but not related to the antiplatelet agents.

Manufacturer narrative:
Device evaluaion: the complainant indicated that the device remains in the pt and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The shopfloor paperwork for this batch shows that the product met its specs. As no device was received for analysis, the root cause of this complaint will be documented as anticipated procedural complication.